Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the guidewire, locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the forward lock position. However, the device was not found to have been fully forward locked and was partially forward locked instead. The anchor was found to have been deployed from the distal tip. No damage or issues to the device were identified. Functional testing was performed by attempting to fully deploy the device. The device was set to the fully forward locked position and then set to the fully rear-locked position. The anchor was fully deployed; however, the component did not post properly to the distal tip of the sheath. Deployment was then tested by manually pulling on the anchor to deploy the internal components. The suture was broken proximal to the collagen, and deployment testing was continued by opening the carrier tube to deploy the suture. The remaining suture was able to fully deploy, and no issue with the component was identified. The complaint was able to be confirmed for a partial deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been not fully rear-locking the device resulting in a partial deployment pullout. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that during positioning of the vascular closure device, the failure of this device when arming the system was observed. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. Additional information was 24 oct 2022: the procedure performed prior to using the closure device was abdominal aortic aneurysm repair. There were no issues observed with insertion, deployment, or withdrawal of the device. The patient was in stable condition.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.